Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (unavailable). Patient also noticed the cannula was bent. Pod treatment was unavailable.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that fluid was able to freely flow the complete fluid path. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no damage was present, a root cause of the "unsure properly inserted" symptom code could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path. No problem was found.